Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A patient reported blood glucose results of "163 and 111 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient was unable to test with the control solution, stating that her meter does not power on due to the control solution getting inside her meter. The meter was replaced due to the power issue being unresolved.